Event description:
It was reported that the patient experienced chest pain. It was further reported that the right atrial (ra) lead exhibited oversensing. It was noted that the ra lead exhibited low impedance and a polarity switch, variability in impedance was also noted. It was further noted of far field r-wave (ffrw) oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).